Manufacturer narrative:
Analysis of the pump found overinfusion with undetermined root cause. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving demerol (meperidine) 100mg/ml at 75mg/day via an implantable device. The indication for use was non-malignant pain. Multiple motor stalls and recoveries were reported. Per the reporter the pump logs are filled with stalls and recoveries and nothing else. The event date was noted as (B)(6) 2015.the pump was constantly starting and stopping. Audible alarms were also present. There were no medical procedures, environmental exposures. No pacemaker, shunt or other medical devices. There was also a reservoir volume discrepancy reported, the expected reservoir volume was 7ml and the actual reservoir volume was 15-16ml. The symptom the patient experienced was ¿no pain control¿. The reporter planned to follow-up with the healthcare provider and a pump replacement was being considered. Additional information reported that the cause of the motors stalls and volume discrepancy had not been determined as it would need to be sent for analysis after the pump was explanted. At the time of the report no actions were taken and the motor stalls, volume discrepancy and no pain control had not been resolved.

Manufacturer narrative:
Further analysis of the pump identified a hole in the pump tube due to mechanical wear, a deformed pump tube, pump tube binding, corrosion and/or wear and/or lubrication of the gear train, and a stall due to shaft bearing.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Conclusion code ¿ is being updated for this event.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) via return paperwork indicated the pump was replaced on (B)(6) 2016 due to motor stall. The intended use of the device was treatment. There was no patient injury and the patient status after the device was removed was recovered without sequela. A rotor study and dye study were not performed.

Manufacturer narrative:
Evaluation conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.